Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. A technical services (ts) consultant reviewed device data and noted that the oversensed signal was from the respiratory rate trend (rrt) feature. Ts discussed this issue and also reported that the impedance on the ra channel had jumped to high and out of range a few months prior. Ts suggested programming rrt off. No adverse patient effects were reported. This device remains in service.